Event description:
Complainant alleges her son was using a heating pad and awoke to find the heating pad on fire resulting in damage to sheets, mattress pad and comforter. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the prod.